Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: 2015 - exact date not provided. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the customer that an mcs20 device had a slit in the paper packaging/tyvek a few inches long. The device was not opened or used in any case. There was no patient involvement and no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l91e6e the analysis results found that the mcs20 device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with one tear that was caused from the outside to the inside. In addition, upon evaluation it was confirmed that there is no interaction between the package and the device that could have caused the tear. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. The batch record was reviewed and no anomalies were noted during the manufacturing process.